Event description:
It was reported that the pt experienced a "cardiac event" and was unresponsive in the cardiac emergency room (ER). The pt's healthcare provider (hcp) required info on titrating the pt off of the current pump medication prior to shutting the pt's pump off. It was stated that the pt experienced other "medical complications" since the pump had been implanted, including the following: seizures, "e. Coli," and pneumonia. The hcp wanted to rule out the pump as a cause of these issues/events. The pt's pump contained lioresal at a concentration of 2,000 mcg/ml and a dosage of 1,700 mcg/day. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4) used to denote pt's "cardiac event", (B)(4) used to describe the pt issue of "e. Coli" - (B)(4).